Manufacturer narrative:
(B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens optic was cut into pieces, most probably related to explant process. Visual inspection revealed lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens (iol) because of the presence of diffractive ring pattern on the optic. Lens optic appeared damaged with scratches present. Lens was observed contaminated with dust particles, which is consistent with the lens being handled out of a sterile environment. No further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection showed lens was within power specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye in a secondary procedure due to a patient complaint of poor vision with unexpected post-op refraction. Further, the patient had an incorrect diopter lens power. There were no issues with the lens. Lens was replaced and patient has recovered.